Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned to olympus for evaluation. The customer's complaint was confirmed and was likely due to damage on the charge-coupled device (ccd) unit, the image disappears during angulation right/left directions. In addition to the findings reported in the event description, the following non-reportable malfunctions were identified: a scratch on the rubber as a result of physical stress and a chip in the adhesive. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during an unspecified procedure, when the image is angled on the endoeye flex deflectable videoscope disappears. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image disappeared because of breakage or disconnection of the image sensor unit due to stress of repeated use, external factors, handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system as below. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.